Manufacturer narrative:
The marksman, pushwire and pipeline were returned for evaluation and the pipeline was not attached to the pushwire. One end of the pipeline was found not opened due to damaged braid. The middle section of the pipeline was found partially opened with damaged braid. The other end of the pipeline appeared to be opened with damaged braid. Based on the above findings, the customer's report was confirmed. It is likely that the damaged braid may have contributed to the reported issue. The tip coil and capture coil were also damaged. However, the cause for damage could not be determined. All products are 100% inspected for damages and irregularities during manufacture. Damaged braid and capture coil. (B)(4).

Event description:
Treatment of an aneurysm. The patient was on dual antiplatelet therapy and the anatomy was not complex. During the procedure, it was reported the device appeared to be twisted and did not open properly around the ophthalmic curve in the cavernous segment of the ica (internal carotid artery). Attempts to open the pipeline were made by manipulating the pushwire and catheter for 10 minutes, but without success. A decision was made by the treating physician to remove the pipeline by trapping the pipeline braid between the capture coil and the marksman catheter. The patient was treated with another pipeline of a different size successfully. No patient injury was reported as a result of the procedure.